Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the reporter contacted animas alleging that after the pump was exposed to water in a pool the pump will not power on. The reporter stated there was moisture found in the battery compartment. The battery was change and the pump still did not power on. Troubleshooting with customer support revealed that there is no corrosion in the battery compartment or on the battery cap, no visible cracks or fissures in the battery compartment, the battery cap was replaced six weeks ago and the keypad is intact. There are no reported adverse events associated with this complaint. This complaint is being reported because the alleged malfunction remained unresolved.

Manufacturer narrative:
(B)(4):a review of the black box showed no evidence of power loss. There are no alarms related to the complaint observed in the pump history. There is no damage to the battery cap or compartment, and the battery cap tightens appropriately. The pump powers on appropriately to the verify screen with functional auditory and vibratory alarms. There is no visible moisture in the battery compartment. Leak testing revealed a keypad leak. A rewind, load, and prime sequence was performed with no power issues. The pump was exercised for 24 hours with no power issues. The complaint could not be confirmed or duplicated during investigation.